Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot # unknown). Sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic sleeve gastrectomy, on the first firing of stapler on the distal stomach, the reinforced reload used with a powered stapler and xl adapter displayed an excessive load icon and partially fired. The reload was replaced and subsequent reloads were used without further incident. No consequences or impact to the patient were reported.